Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the lp impedance was low and failed to increase upon fixation. The procedure was aborted on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
The reported event of low impedance was not confirmed. Final analysis returned normal. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.